Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error message on his locked freestyle flash meter. The device was returned and during the course of the investigation, it was discovered the meter had exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.